Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of foam particles inside the blower kit. Additionally, there was dust contamination found in the device. There was a total of 32 errors displayed in the error log. The device was scrapped.